Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/19/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant malposition. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced left sided baker¿s grade iii capsular contracture post procedure. Additionally, the patient experienced right sided implant malposition. As a result, an explant was performed on (B)(6) 2019. This patient is part of the glow study. The left sided capsular contracture was reported initially on (B)(6) 2019 under 1645337-2019-19112. On (B)(6) 2019 mentor received additional information and initial awareness of the right sided implant malposition. This report relates to the right prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/19/2019. Device evaluation summary: according to the information received, it was reported that the patient developed device migration. During evaluation of the device bubbles without compromise of shell integrity were noted. No anomalies were observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It is possible that bubbles may form in the silicone gel as a result of the manufacturing, sterilizing or autoclaving process. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).